Event description:
The customer reported a false positive result using an ID now covid-19 assay performed in (B)(6) 2022 using an unknown sample type. Pcr confirmation testing was performed on the same day generating a negative result. Although requested, no additional information, including patient outcome or treatment was provided.

Manufacturer narrative:
This report is being submitted for the initial and investigation completion. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.